Event description:
The ez45g was used during a thoracic procedure. The stapler locked out and would not fire. Another ez45 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tube assembly was bowed with broken short rack. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position nunfired, cartridge condition unfired. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear good, condition of short rack, good, condition of yoke good, was instrument cycled yes. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with a broken short rack, a bent tube and a separated handle shroud. The instrument was cycled, fired, cut, and formed the staples within design specification. No conclusion could be reached as to how this damage occurred. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it fucntions properly. Co strives to understand each incident as it occurs in order to continuously improve products.